Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to an anomaly within an integrated circuit. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event is an integrated circuit anomaly.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was in backup operation. The device was initially reset via programming, but then reentered backup after being reset twice. The patient was subsequently scheduled for replacement and the device was explanted. The patient was discharged.